Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during procedure, the middle part of the shaft was cut off. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
D4: lot number: updated from 0027385598 to 0027381654. D4: expiration date: updated from 05/25/2024 to 05/24/2024. H4: device manufacture date: updated from 05/26/2021 to 05/25/2021. Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. The hypotube and shaft of the device had numerous kinks. There was a separation of the hypotube at 89cm from the strain relief. The separated hypotube ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Photo media reviewed depicted the hypotube separation and a kink. This aligned with the separation found in analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during procedure, the middle part of the shaft was cut off. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.